Event description:
The caller reported that the lancet would not retract into the accu-chek softclix lancet device. The caller was accidentally stuck but did not report that medical intervention was required. No adverse event reported. The accu-chek customer care service center sent new device and requested return of suspect device.